Event description:
It was reported to philips that the device's wireless footswitch lost communication to the base station. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is not related to the issue addressed in medical device correction z-0476-2022. The system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was finished by using the wired foot switch. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the status of the wi-fi (led) indicator on the wireless foot switch was red, and the color of the battery indicator was green. The fse replaced the wireless foot switch and the wireless base station. The returned wireless foot switch has been analyzed and an internal connector issue was found. After the replacement of the wireless foot switch and the wireless base station, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.